Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that filter struts perforated the inferior vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years and ten months of post deployment, computed tomography of abdomen and pelvis with contrast showed that an inferior vena cava filter in place. The inferior vena cava filter tines extended beyond the borders of the inferior vena cava. The next day, during laparoscopic procedure, it was astutely noted that the inferior vena cava filter appeared outside of the inferior vena cava. Radiology imaging confirmed multiple perforations of the inferior vena cava by the filter in the posterior anterior and lateral aspects. On an unknown date, status post inferior vena cava filter, the patient presented with a 1-week history of shooting pains in back and down the legs, which ultimately progressed to bilateral lower abdominal pain. A computed tomography (CT) showed pelvic hemorrhage and mild hydronephrosis. During the patient¿s pelvic surgery, there was noted a possibility of intravenous filter perforation of the inferior vena cava. Later, the patient underwent percutaneous mechanical thrombectomy. Therefore, the investigation is confirmed for perforation of inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6,b7,d10,d4 (expiry date: 06/2014),g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately after five year and ten months of post filter deployment the patient underwent percutaneous mechanical thrombectomy using angiojet device, chemical thrombolysis with tissue plasminogen activator and balloon angioplasty of right common, external iliac and common femoral veins. On an unknown date a computed tomography has taken due to pains in back and down the legs, and bilateral lower abdominal pain. It shows a possibility of intravenous filter perforation of the inferior vena cava. Later, the patient underwent percutaneous mechanical thrombectomy. Therefore, the investigation is inconclusive for perforation of inferior vena cava as the medical record states "possibility of intravenous filter perforation of the inferior vena cava". Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that filter struts perforated the inferior vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.